Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report: 3004209178-2014-95516.

Event description:
Customer reported that their sensor signal was off. The customer stated that it was showing numbers between 24 and 29 when it should be 8.4. No additional information was provided.